Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. The mfg records for top assembly batch 8567784 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. There are no similar complaints of this nature related to this batch number.

Event description:
It was reported that during a pci procedure, during post stent dilation, the quantum maverick monorail balloon ruptured at 18 atms on initial inflation. The lesion being treated was a calcified, 100% stenotic lesion in the mid right coronary artery (rca). The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as `good'.